Event description:
It was reported that the bottom screen of the display on the external pulse generator was unreadable. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the bottom screen of the display on the external pulse generator was unreadable. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that parts of the display were unreadable, it was missing pixels. Analysis also found that the lower case and side bail covers were broken, that the battery contacts and battery drawer were contaminated and the keyboard was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.